Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient who was implanted with a neurostimulator for spinal cord stimulation - cervical/neck. It was reported the device was moving around a surgery took place; they had to bury the ins deeper. No further complications were re ported/anticipated.